Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of an off no power alarm from the insulin pump. The customer's blood glucose level was 109 mg/dl. The customer stated that she did not get a warning that her battery was low. The customer stated that the off no power message cannot be cleared because the escape button does not make the message flash. The customer was not able to troubleshoot the alarm. The customer will call back to troubleshoot.